Event description:
Pt presented with an abdominal aortic aneurysm. The trunk ipsilateral was deployed successfully. In preparation of the contralateral leg deployment, the clinician was unsuccessful in advancing the .035 guidewire through the contralateral leg gate, due to plaque and calcification. The clinician decided to convert the pt to an open repair, the device was removed and the aneurysm was repaired using a surgical vascular graft. The pt was stable following the procedure. There was no alligation of product deficiency made by the clinician.